Event description:
It was reported when using the bd preset¿ syringe with attached needle there was a sterility issue. The following information was provided by the initial reporter. The customer stated: "while preparing an arterial blood gas analysis, the nurse found there was no needle shield and plunger in the package of the arterial blood collector, which resulted in sampling failure. Therefore, a new arterial blood collector with complete packaging was replaced, and arterial blood sampling was carried out after unpacking and checking no abnormalities."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing needle shield / missing plunger as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing needle shield / missing plunger. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was a sterility issue. The following information was provided by the initial reporter. The customer stated: "while preparing an arterial blood gas analysis, the nurse found there was no needle shield and plunger in the package of the arterial blood collector, which resulted in sampling failure. Therefore, a new arterial blood collector with complete packaging was replaced, and arterial blood sampling was carried out after unpacking and checking no abnormalities."

Manufacturer narrative:
The following fields have been updated: 2 photos were provided for re-investigation. Imdrf annex d grid (1): d15 - cause not established imdrf annex c grid (1): c16 - manufacturing process problem identified imdrf annex b grid (1): b15 - analysis of data provided by user/third party h.6. Investigation summary: "material #: 364314 lot/batch #: 2038088 bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing needle was observed. The plunger was observed to be in the syringe barrel so the failure mode of missing plunger was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of missing needle / missing plunger was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing needle. This complaint could not be confirmed for missing plunger. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.